Manufacturer narrative:
(B)(4). Catalog#: igtcfs-65-jp-fem-tulip. Similar to device under 510(k) k090140. (B)(4). Summary of investigational findings: evaluation of the images revealed that clot was present around the filter legs and two of the filter legs may have been entrapped. No deviation to the specifications of igtcfs-65-jp-fem-tulip is detected based on the investigation of the returned product. During the manufacturing process the spring effect of the filter is controlled 100%. Under normal conditions, ivc< 30 mm, the radial force of the filter will secure that the filter legs attach to ivc. Based on the above, it is concluded, that migration of the filter is related to the circumstances during the implantation of the filter and not related to a device failure. No evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: on (B)(6) 2013, the physician inserted the delivery system from the right femoral. The filter would not expand fully and migrated to the right atrium in 30 seconds. He retrieved the filter using gtrs-200-rb and placed other manufacturer's filter and completed the procedure. The filter expanded soon after it was out of gtrs-200-rb after retrieval. Additional information received 31jan2013: the physician told us that there were some clots at the puncture site. Patient outcome: as of (B)(6) 2013, the patient has not shown any problematic symptoms. The patient did not experience any adverse effects due to this occurrence.